Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection noted approximately 1mm piece of the bending section rubber was missing between the bending section and insertion tube exposing the internal components of the device. It was also noted that part of the bending section cover glue was cracked and missing on the distal end also exposing the internal components of the device. To add, multiple dents and scratches were noted along the insertion tube. The device was inspected under a microscope and noted foreign materials on the internal components of the bending section. It was also noted that part of the internal component from the bending section was partially lifted. The device was serviced and returned to the facility. Based on the evaluation findings, the most likely root cause of the reported event could be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent damage to the device and prevent patient injury. ¿before each case, prepare and inspect this endoscope as instructed. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. An endoscope with an observed irregularity should not be used. Never insert or withdraw the insertion section abruptly or with excessive force. If significant resistance is felt during insertion due to an anatomical reason, do not insert or withdraw the endoscope with excessive force. Otherwise, ureter injury, bleeding, and/or perforation may occur.¿

Event description:
Olympus was informed that during a therapeutic cystoscopy, left ureteroscopy, left stent placement, and left pyelogram procedure, the patient's ureter was perforated during the removal of the scope. The scope was examined and noted a break on the distal end. The perforation was treated using a non olympus stent (6fr x 24cm jj left stent). The patient was said to return in 2-3 weeks to remove the stent. Antibiotics and pain medication will also be given when the patient returns.